Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain /pain"), device dislocation ("migration of essure device"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)") and endometriosis ("endometriosis") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hot flashes. Concurrent conditions included hypertension, group b streptococcus neonatal sepsis, herpes simplex, sickle-cell trait and uterine bleeding. Concomitant products included amlodipine besilate (amlodipine besylate), carvedilol, estradiol (estrace vaginal), ibuprofen (advil), methyldopa (aldomet) and tolterodine (detrol). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), rash ("excessive rashes"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss/ hair loss"), anxiety ("anxiety"), endometriosis (seriousness criterion medically significant) with ovarian adhesion, iron deficiency anaemia ("chronic iron deficiency / anemia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (crampingthe patient was treated with remove of essure by hysterectomy with bilateral salpingectom;, oophorectomy, endometrial ablation and lysis of tubo-ovarian adhesions, excision of pelvic endometriosis adn fulguration of pelvic endometriosis. At the time of the report, the pelvic pain, menorrhagia, back pain, rash, dyspareunia and abdominal pain had not resolved and the device dislocation, abdominal distension, alopecia, anxiety, stress urinary incontinence, endometriosis, iron deficiency anaemia, nausea, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, rash, stress urinary incontinence and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Date of device removal changed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, iron deficiency anemia, hypertension, dyspareunia, endometriosis, tubo-ovarian adhesions, nausea, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received, reporters added, device removal date updated, product indication added. Events: abnormal bleeding (vaginal, menorrhagia), incontinence, endometriosis, tubo-ovarian adhesion, chronic iron deficiency, migration of device, nausea, dysmenorrhea. Event onset date updated. Concomitant drugs and condition added. Historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss/ hair loss"), anxiety ("anxiety") and pain ("pain"). The patient was treated with surgery (remove of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, rash, dyspareunia and abdominal pain had not resolved and the abdominal distension, alopecia, anxiety and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, dyspareunia, menorrhagia, pain, pelvic pain and rash to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra (B)(6) can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter added, stop date of drug was added, events pain and anxiety were added. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.